Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported the insulin pump was not alarming during a low blood glucose event and also reported a possible over-delivery anomaly. The customer reported a blood glucose value of 1 mmol/l, and the hypoglycemic event was treated with glucagon and an emergency room visit. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was using the insulin pump system within 48hrs of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: wife could not wake him up so she called the ambulance at 5am and they gave him a glucagon shot. Customer did not go to the emergency room. Customer alleged over delivery. Helpline said that the pump had stopped auto basal at 5am and had alarmed low sensor glucose and urgent low alerts several times between 05:23 and 06:54 and user had cleared alarm several times. Customer was sleeping so he did not remember this. At the end of the call, customer felt ok to continue using the pump. Customer will continue to use the pump. Pump is not returning for analysis.